Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-23 h6: investigation summary bd received 4 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, all customer samples along with 200 retention samples of all three lots from bd inventory were evaluated by visual examination and the indicated failure mode for incorrect cap color with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Event description:
It was reported the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced the shield/cap stopper being a different color/shade or faded. The following information was provided by the initial reporter. The customer stated "eight tubes with mixed orange+ yellow closure instead of orange only. The clinic didn¿t notice the yellow color, only after the tubes got to the lab it was noticed (when sorted by closure color).¿

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9346372, medical device expiration date: 2021-05-31, device manufacture date: 2019-12-12. Medical device lot #: 9324691, medical device expiration date: 2021-04-30, device manufacture date: 2019-11-20. . Medical device lot #: 9252327, medical device expiration date: 2021-02-28, device manufacture date: 2019-09-09. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced the shield/cap stopper being a different color/shade or faded. The following information was provided by the initial reporter. The customer stated "eight tubes with mixed orange+ yellow closure instead of orange only. The clinic didn't notice the yellow color, only after the tubes got to the lab it was noticed (when sorted by closure color).¿